Event description:
The user reported that the pad stopped working.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Upon investigation, it was discolored that the user did not follow proper instructions. All the thermostats were discolored and bent. The leads were out of place and some were bent in half. The pad was very bunched up which is an indication of misuse. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.